Manufacturer narrative:
Conclusion: according the to received information, a finetuner echo was sent to service repair due to not functioning i.e. Freezing up. During device investigation a failed capacitor was detected. Also, two other components of the circuitry were found loose. The reported issue was likely caused by the observed malfunction. This is a final report.

Event description:
The fine tuner echo was returned to service and repair due to being not functional i.e. The screen froze up. No injury was reported.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair due to being not functional. No injury reported.